Event description:
Machine was set up with wrong dialyzer. The op160 was orderd; machine set up with the op200. Physician notified and gave permission to use the op200 with adjustment to the blood flow from 400 to 300 due to patient weight of 62 kg. No injury to the patient.